Event description:
Reported by pt as, "band erosion and missing port." Presumably the port is still implanted. The doctor was unable to locate the port when the band was removed. F/u findings: per doctor, the port has completely eroded into the pt's abdomen and currently, is unable to locate it. The port remains implanted.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Further info from the reporter regarding serial number has been requested.